Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max), a penumbra system 3max reperfusion catheter (3maxc) and an aspiration catheter. During the procedure, the physician placed the neuron max in the patient. While advancing the 3maxc into the aspiration catheter, the physician broke the mid-shaft of the 3maxc. Therefore, the 3maxc was removed. The procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 07/14/2022: 1. Section b. Box 5. Describe event or problem it was previously understood that the issue occurred while in use in the patient. However, based on the updated information, the issue occurred during preparation. Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. Therefore, this is not considered a reportable event.

Event description:
During preparation for a thrombectomy procedure, the physician broke a penumbra system 3max reperfusion catheter (3maxc) while advancing it through a non-penumbra aspiration catheter on the back table. The damage to the 3maxc occurred prior to use, and therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc and the same non-penumbra aspiration catheter.